Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they added adaptive stimulation to their controller in order to resolve the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received about a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that they only feel stimulation while sitting in a bent position with their chest over their knees. The patient later stated that the stimulation level goes up and down depending on what position he's in. During the call, the stimulation came on "full blast" when he moved his right arm. The patient states that this was a sudden change, but he did not have any falls or trauma. The patient did not have any programming changes around the time that the issue started either. It was noted that this was not an adaptive stim issue being that the feature was not enabled on their device. The patient was instructed to follow up with their health care provider for positional, erratic loss of stimulation. No further patient complications have been reported as a result of this event.